Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed its non-osseointegration was observed. 30ncm of primary stability was achieved. In addition, the dentist reported that it was done the procedure of immediate load and the patient presented insufficient bone quality/quantity (bone type IV).